Event description:
It was reported by the company representative that the customer advised that one of the wheels was loose on the shower bed, making it unstable. The technician visiting the site confirmed that the castors were loose, checked all four castors and applied 243 loctite to all four bolts. MFR# 9611530-2013-00151.